Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis (bg value was not known); cause was not clear. Customer administered a manual injection to address the issue and went to the hospital. Customer was subsequently admitted and treated with intravenous fluids of potassium, saline, and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.